Manufacturer narrative:
The field service engineer (fse) inspected the instrument hardware and discovered that aspirate probe # 1 was not seated properly into the wash arm. The fse properly secured aspirate probe # 1 to the wash arm and cleaned the wash/read area of the instrument. Instrument devices, alignments and temperatures were all verified; no issues were noted. A routine system check and a high sensitivity system check were performed; both passed within instrument specifications. Assay calibration and quality control (qc) passed within the laboratory's established ranges. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.

Event description:
The customer noted, per the physician, some of the patients were given heparin, but was unable to specify which patients.

Event description:
The customer reported failed calibrations and elevated troponin I (access accutni) results, within the risk stratification and above the acute myocardial infarction (ami) limit, for three patients involving the unicel dxc 600i synchron access clinical system used in conjunction with the access accutni assay and calibrator. The customer indicated calibration failed due to bad fit. Subsequent testing of the patients¿ samples, on the original analyzer and an alternate instrument, produced a lower result within the risk stratification range or a lower result within the normal reference range. The erroneous results were released out of the laboratory and questioned by the physician. The customer stated, per the physician, the patients were given heparin based on the elevated results. There has been no report of current patient outcome or any additional treatment given to the patients. The patients¿ samples were collected in lithium heparin plasma tubes and centrifuged at 3,500 rpm (rotations per minute) for ten minutes, at room temperature. Quality control (qc) is performed every 24 hours. No quality control issues were noted. System check was within specifications on the day of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.